Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included penicillin allergy, urinary tract pain, bladder infection, kidney infection, blood in urine, dysuria, miscarriage, back pain and right heart failure. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 2 years 5 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("pain: other"), cystitis ("bladder infection"), urinary tract infection ("uti"), pollakiuria ("urinary frequency"), dysuria ("dysuria, burning") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infections"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pain, cystitis, urinary tract infection, pollakiuria, dysuria, bladder disorder, urinary tract disorder and bacterial infection outcome was unknown. The reporter considered bacterial infection, bladder disorder, cystitis, dysuria, medical device removal, pain, pollakiuria, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: there were two coils visible past the tubal ostia and excellent hemostasis noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: yes results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included penicillin allergy, urinary tract pain, bladder infection, kidney infection, blood in urine, dysuria, miscarriage, back pain and right heart failure. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 2 years 5 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("pain: other"), cystitis ("bladder infection"), urinary tract infection ("uti"), pollakiuria ("urinary frequency"), dysuria ("dysuria, burning") and bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infections"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pain, cystitis, urinary tract infection, pollakiuria, dysuria, bladder disorder, urinary tract disorder and bacterial infection outcome was unknown. The reporter considered bacterial infection, bladder disorder, cystitis, dysuria, medical device removal, pain, pollakiuria, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: there were two coils visible past the tubal ostia and excellent hemostasis noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: yes. Results: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received: case become serious incident, removal dome, event medical device removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.